Manufacturer narrative:
Reference: (B)(4).

Event description:
It was reported that a call received from husband of patient with a renasys go that is alarming for blockage. The caller states that prior to this call he had changed the canister even though there has been minimal drainage output. Requested caller to power device down and restart while unit is plugged into wall. Device initially was running at continuous and alarmed again for blockage. Requested caller to inspect tubing as well as dressing appearance for firmness and raison like texture. Advised caller to disengage quick click connector and alarm resolved but then began to alarm again. No additional information available and no harm or injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. A probable root cause could be due to kinks, leaks in the vacuum circuit or a component failure. No lot/serial number has been provided, therefore a review is not possible. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.